Event description:
The consumer was transferring form a wheelchair to her bed when the back of her leg came in contact with the hinge pin plate of the wheelchair, allegedly cutting her leg on a rough edge. The alleged injury required stitches to repair